Manufacturer narrative:
All manufacturing and quality records are in order with no non-conformances or capas that could have contributed to this issue. No similar complaints were recorded. No product was returned for evaluation so the issue could not be confirmed. The risk of catheter disconnection is covered in the risk analysis and the complaint rate for this issue is below the documented occurrence rate. The cause of the disconnection could be user error but cannot be confirmed.

Event description:
The catheter slipped off of the port after implantation during the wound closure. The catheter retracted into the vein and required removal. The locking collar was not able to fix the catheter to the port.